Event description:
The customer contacted baxter's service center regarding a system error 2058 (under temperature fluid) alarm, which occurred on the homechoice (hc) during fill 4 of 6. The care giver (cg) stated that the heater bag was changed out in the middle of therapy. The technical service representative (tsr) had the cg end therapy and explained proper procedures regarding disconnecting bags. The tsr advised the cg to start over with new supplies and the cg understood. There was patient involvement, however no patient injury nor medical intervention was indicated at the time of the initial report. Baxter product surveillance spoke with the cg again on (B)(6) 2013. The cg stated that he had spoke with the patient's nurse about the incident. Therapy since this event was going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The sample was not available as the customer continued to use the device. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device history record review and service history review did not reveal any issues that could have caused or contributed to the reported problem. A review of the following labeling was performed: the homechoice / homechoice pro apd systems patient at-home guide section 10 "operating instructions - prepare for therapy" page 10-4 states to "place one bag on the heater pan." Followed by "note: this bag remains on the heater pan throughout the treatment." With the information given to the technical service representative by the caregiver, the cause of the system error 2058 was determined to be use error.